Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced mesh extrusion. An excision of the mesh was performed.